Manufacturer narrative:
The user reported discrepancies between their bg and sg readings. The case was escalated to next level support for further review. Next level support observed instances in the user's data consistent with estimated values provided by the app being entered as calibration values. The user was advised to only enter actual bg readings as calibration values. The user understood the information provided and stated that they had observed improved performance in their system. No further assistance was required.

Event description:
Senseonics was made aware of an incident where user reported discrepancies between their bg and sg readings. No injury or medical intervention was reported.he case was escalated to next level support for further review.